Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 2017, the contact reported that the high blood glucose had been resolved. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level had been rising (200-474 mg/dl) with a trace amounts of ketones. A bolus was delivered to address the bg level. The cause of the high bg was not known. The contact declined tandem customer technical support's (cts) offer to troubleshoot. Cts advised the contact to discuss the high bg with a healthcare provider.